Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31346966l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left atrial appendage occlusion procedure and the patient experienced vessel perforation that required balloon to seal the perforation. During a left atrial appendage occlusion case, a perforation in the lower inferior vena cava (ivc) was noticed. When using the nuvision ice catheter and an 11-french 25 cm long sheath, the doctor discovered that the ice catheter was not following the same path as the watchman sheath. The doctor continued to manipulate the ice catheter but the catheter kept moving to the side. The doctor thought that they were in a branch of the heart with the ice catheter. The doctor pulled the ice catheter back. They could not track the watchman. The watchman sheath was placed in an anterior-flexed position but they could not track it. An angiogram was performed. Both doctors confirmed that there was a perforation. The perforation was confirmed by flouro with the contrast. The medical intervention provided was removing the catheter and a balloon was used to seal the perforation, and the case was aborted. The patient's blood pressure remained stable during the entire procedure. The patient was reported to be in stable condition and required extended hospitalization. The patient was kept overnight to observe any changes. None were noted the following day. The physician stated that he has used ice a ton of times and does not believe it was a product malfunction. The doctor stated a possibility of that the patient presented with calcifications in the ivc and perhaps either the sheath, or the ice catheter snagged the calcification and in turn caused a tear in the ivc. He does not believe he forced the catheter and is not exactly sure what caused the perforation.